Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 300-400 (mg/dl), reportedly, the customer changed the supplies on the pump and delivered correction boluses. Then, the customer attempted to reload the cartridge and received a minimum fill message. However, the customer was unsure of the amount of insulin that was in the cartridge. The customer declined to perform troubleshooting with tandem technical support and declined to load a new cartridge at the time of the reported event. Although requested, no further information was provided on the reported event.